Event description:
It was reported that during a ptca/rotablator treatment procedure involving a calcified and 70% stenotic lesion in the rca, the quantum maverick monorail balloon was suspected to have ruptured at 2-3 atm's on the initial inflation following intervention with a rotablator. The patient was asymptomatic during this event. A 6fr terumo introducer sheath, a neo's soft guidewire (size unknonw), a 6f zuma2 guide catheter and an encore26 inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.